Event description:
The dr claims that during an abdominal aortic aneurysm [replacement] procedure, the graft "oozed" blood from its wall. The exact quantity of blood lost through the graft is unknown. There was no injury to the pt. The graft was left in. The pt's post-operative condition is unknown at this time. Note: exact incident date is unknown at this time and has been approximated.